Event description:
The device was applied during a video-assisted thoracoscopy procedure. Reportedly,the cartridge disengaged during use. The surgeon used another cartridge successfully. The hosp has reported that no pt injury occurred.